Event description:
It was reported that customer was hospitalized for high blood glucose and dka. Customer was vomiting and dehydrated prior to hospitalization. Nurse stated that the customer was on insulin drip after admission. Nurse also stated that the customer was also admitted for head trauma after a hypoglycemic event in the last month. Troubleshooting was performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.